Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the high impedance was resolved. No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the caller was in the operation room (or) and measuring high impedances on contact 0. Caller stated motor testing had been performed and they obtained bellows and toe response at 0.7 v on contact 0. Caller stated initially all contacts had high impedance but after advancing the lead further into the correct position, only contact 0 showed high impedances of greater than 4k ohms on all pairs. Caller stated they had increased amplitude and pulse width (pw) of impedance measurement multiple times with no resolution. Technical services had caller run impedances at 2.0v, 360 pw but contact 0 remained over 4k ohms. Technical services had caller set up simple bi-pole program with contact 0 which resulted in no motor response at 1.0v but response was observed at 1.5v. Technical services reviewed that impedances are likely only temporarily high as current appears to be going through contact 0 without issue. Technical services reviewed it is up to the healthcare professional (hcp) but they can likely close the patient and impedances will normalize over time and can program contact 0 if needed. The impedance was not resolved after post-op, 0 electrode was still greater than 4k.